Event description:
(B)(4). I had (B)(6) at the time and it paid for this to be done. Since then I have gained a lot of weight, constant headache, severe back pains, pelvic pains, very heavy menstrual cycles including huge blood clots, vision problems, gum disease and teeth problems, my skin and bones hurt to the touch sometimes and my body swells (hands, feet and face). I have high blood pressure and am in the beginning stages of diabetes.